Event description:
On 8/10/06, the lay user/pt contacted lifescan (lfs) alleging the one touch basic meter was giving the error message 'not ok'. The medical affairs specialist (mas) was able to classify the case based on the original info provided. In 2006 at 2:00 pm, the pt obtained the 'not ok' error message on the reported meter. The pt was unable to obtain a blood glucose reading. At that time, the pt felt lightheaded, dizzy and sleepy. Following the use of the meter, the pt administered self-care by drinking apple juice and felt better afterwards, suggesting the pt may have been hypoglycemic. The customer care advocate (cca) determined during the troubleshooting telephone call that, the error message occurred following a battery replacement. The meter, test strips and control solution were replaced. While symptomatic, the pt was unable to obtain a blood glucose result on the reported meter due to the error message, and she took self-treatment with food. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.